Event description:
Additional information was received as follows: per the physician, the stent graft landed low due to complex neck anatomy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately one year and five months post index procedure a CT revealed that the endurant iis stent graft bifurcate had a proximal type I endoleak. Twelve days later the physician elected to implant a 36x36x49 endurant aortic cuff and the type I endoleak resolved. Per the physician the exact cause of the endoleak is unknown however, it may be related to the patient anatomy of the angulated and conical aortic neck, and perhaps the stent graft was landed low during the index procedure. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.